Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to inflate the cylinders. When the pump was squeezed, the bulb dimpled and did not transfer fluid, resulting in no cylinder inflation. A kinked tubing or pump mechanism issue is suspected as the likely cause. As a result, the cylinder was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested. No anomalies were found with the pump. The cylinders were visually inspected, and leak tested. No anomalies were found with the cylinders. Risk review: a risk review was completed using d055985 ams700 hazard analysis and confirmed that the event of inflation issue, mechanical issue, collapsed/dimpled/flat and tubing kinked were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the reported clinical observation of pump collapsed, pump mechanical issue, cylinder inflation issue were not confirmed. Additionally, the allegation of tubing kinked was unable to be confirmed as the tubing was not returned for product analysis.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to inflate the cylinders. When the pump was squeezed, the bulb dimpled and did not transfer fluid, resulting in no cylinder inflation. A kinked tubing or pump mechanism issue is suspected as the likely cause. As a result, the cylinder was explanted and replaced. No patient complications were reported.